Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer straightened their tubing in order to address the occlusion alarms. The customer's blood glucose (bg) levels ranged between not impacted to impacted; no exact bg value was provided for the elevated bg level. A correction bolus was delivered to address the elevated bg level. Reportedly, the customer reverted to manual injections for insulin therapy.